Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that in 2008, while in the intensive care unit, the intra-aortic balloon (iab) was prepped per instruction and inserted via a sheath into the groin. On six days later, the registered nurse noticed blood in the tubing attached to the catheter. The pump (edwards cs-100) did not alarm. The iab was scheduled to be removed on the same day, so another iab was not inserted. There were no reported pt complications.